Manufacturer narrative:
Correction to section h4: the device manufacture date is unknown as sn of valve is unknown.  Multiple attempts have been made to obtain additional information with no information received.  Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular.  This intervention is performed to treat serious injury and/or prevent permanent impairment.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The causes of the valve in valve procedure could not be determined with the limited information provided.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and nay excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventive actions are required at this time.

Manufacturer narrative:
Correction to section d6.   Please reference related manufacturer report no: 2015691-2019-04883.

Manufacturer narrative:
Investigation is ongoing.

Event description:
A review of the medical records received noted, approximately 1 year post implant, a valve in valve (viv) procedure was performed on a previously implanted 23mm sapien 3 valve in the aortic position.  The reason for the viv is unknown at this time.

Manufacturer narrative:
Reference CAPA-20-00141.